Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08800 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 555 mg/dl in the hospital. Customer¿s current blood glucose level was 555 mg/dl. Customer had symptoms such as felt sick and dehydrated. Customer was treated that with intravenous insulin and syringes. It was not reported whether the auto mode was active at the time of the incident. The insulin pump will be returned for analysis.